Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is competed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt with vital signs absent, the device was unable to obtain an ECG signal via electrode pads. (Lot #4812 manufacture date of 11/25/2012, expiration date of 11/26/2014). Complainant indicated that the clinician obtained another set of electrode pads and the same occurred. Complainant indicated that the pt subsequently expired.